Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that water invaded the device while the user was handling the device which led to abnormality of electrical parts. As a result, error message was displayed. However, the root cause cannot be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can prevented by following the instructions for use which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The repair inspection confirmed the customer¿s reported issue. No image was present when the endoscope was connected and switched on. Error code e315 unsupported scope was displayed on the screen, the plug body was dismantled, the moisture indicator had been triggered, turning pink after contact with fluid/moisture. Moisture droplets were evident. The scope was last received by olympus service on 28, november 2022, with the customer specified fault ¿large angulation wheel doesn¿t move¿. A major repair was completed to return the instrument to the original equipment manufacturers (OEM) specification. The cause of the e315 error and the customer reported leak are unknown. However, the investigation is still in progress. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oekg) was informed the customer evis lucera elite colonovideoscope was returned to the olympus repair center for a reported ¿leaking¿ which was found outside of clinical procedure. However, during the repair inspection an unsupported scope error code e315 that became evident. The customer confirmed there was no death or injury and no impact to patient or other. This report is being submitted to capture the e315 error.